Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.

Event description:
On (B)(6) 2011, a reporter for the patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately low. On (B)(6) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient stated that the alleged product issue began on (B)(6) 2011 at 07:15pm when the patient reported that he obtained alleged low blood glucose of "119mg/dl" on the subject meter. The patient compared the subject meter result to a "495mg/dl" result taken on a different meter (B)(6) 2011 at 1:30 pm in a doctor's office. The patient reported that he manages his diabetes with a combination of diabetes medications. The patient advised that on (B)(6) 2011 at approximately 09:00pm he developed "weakness, nausea, shaking, sweating and frequent urination" due to the product issue. The patient reported that no treatment was received for the product issue. The patient scheduled a routine doctor's office visit to discuss his diabetes management and his medications were adjusted at that time. During troubleshooting, the customer care advocate (cca) reported that meter was set to the correct unit of measure and that the patient did not have control solution for troubleshooting. Product analysis indicated that the subject meter had a dead battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.